Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a failure of the device's keypad and a malfunction of the lcd was observed. The device's front panel board and lcd display were replaced to address the issues.